Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a (B)(6) male patient with a past medical history of congenital heart defect (single ventricle), developed ventricular arrhythmias and expired eleven days after the implantation. The device remained implanted post-mortem and was not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that, (B)(4), met all requirements for release. Additionally, review of the controller log files, revealed parameters to be within the normal operating range. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Cardiac arrhythmias and death are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.

Event description:
It was reported from the united states that a (B)(6) male patient, with a body surface area of 1.0 m&#11040;a past medical history of congenital heart defect (single ventricle), developed ventricular arrhythmias and expired eleven days after the implantation. The device remained implanted post-mortem and was not returned to the manufacturer for evaluation.